Event description:
It was reported that during the implant attempt, the lead had high impedance. The lead was not implanted. It was noted that the lead insulation was damaged with a wire when it was being removed. No patient complications have been reported as a result of this event. It was further reported that the helix of the lead failed to extend.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on all conductors and on the helix mechanism. The proximal conductor was distorted, and all insulators were cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; full lead was returned and analyzed. Blood/body fluid was present on all conductors and on the helix mechanism. The proximal conductor was distorted, and all insulators were cut.

Event description:
It was reported that during the implant attempt, the lead had high impedance. The lead was not implanted. It was noted that the lead insulation was damaged with a wire when it was being removed. No patient complications have been reported as a result of this event.